Event description:
It was reported the patient presented post-implant procedure. X-ray confirmed the atrial leadless pacemaker (lp) had dislodged to the left groin area. The lp was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of lp atrial dislodgement could not be confirmed. The leadless pacemaker was returned for analysis. Visual analysis noted that the helix length was out of specification; helix elongation is consistent with having occurred during procedure. Further analysis noted no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.